Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, a 4.5mm x 22mm enterprise® vascular reconstruction device ((B)(6) / 7544625) became impeded in the proximal portion of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30989717) and could not be advanced nor withdrawn. After several attempts to adjust, the stent body became prematurely detached from the delivery wire and the stent body remained in the microcatheter. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On 28-aug-2023, additional information was received. The information indicated that the patient is 45 years old female. The location of the target aneurysm was the right internal carotid / posterior communicating artery. Adequate continuous flush had been maintained through the microcatheter. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was not another 4.5mm x 22mm enterprise® vascular reconstruction device and the replacement microcatheter was not another 150cm x 5cm prowler select plus (606s255x). The additional information confirmed there was no negative impact to the patient and there was no delay to the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30989717) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00589. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00589 and 3008114965-2023-00590. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The stent component of the 4.5mm x 22mm enterprise® vascular reconstruction device was observed at the luer hub of the microcatheter. One (1) compressed area was found at 4cm from the distal end of the microcatheter. No other damages were observed. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch lab sample guidewire was inserted into the microcatheter. It was able to be advanced until it exited the distal tip of the microcatheter without any noticeable resistance. A review of manufacturing documentation associated with this lot (30989717) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although the functional test could not be performed with the concomitant enterprise device due to the detached condition of the stent component, the guidewire was able to pass through the entire length of the microcatheter without significant resistance and exited through the distal tip of the microcatheter. Additionally, the compressed condition found during visual inspection was not originally reported, and it is not considered a contributing factor to the issue reported since it was reported that the microcatheter was not damaged during the procedure. It is suggested that it could be the result of the post-operative handling/inspection if the device. The reported issue documented in complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00589 and 3008114965-2023-00590. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.